Event description:
It was reported that the right atrial (ra) lead had high impedance and a confirmed fracture. The lead was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) administered inappropriate shocks. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.